Manufacturer narrative:
Device labeling: the natrelle core study will continue to evaluate the long-term (10 yrs) safety and effectiveness of these products. In addition, allergan has initiated a separate large 10-yr postapproval study (the breast implant follow-up studies, or bifs) to address specific issues which allergan's core study was not designed to fully answer, as well as, to provide a real-world assessment of some endpoints. The endpoints in the bifs large postapproval study include long-term local complications, connective tissue disease (ctd), ctd signs and symptoms, neurological disease, neurological signs and symptoms, offspring issues, reproductive issues, lactation issues, cancer, suicide, mammography issues, and MRI compliance and results. Allergan will update their labeling on a regular basis with the results of these 2 studies. In addition, concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk birth defects overall is not increased in children born after breast implant surgery. Although low birth weight was reported in a third study, other factors (for example, lower-pre-pregnancy weight) may explain this finding. This author recommended further research on infant health.

Event description:
Patient reported "my baby did not survive" and reported that the baby was born and then died 2 days later. No indication of treatment or surgical reoperation. Device remains implanted. This medwatch is for the right side. See MFR# 2024601-2015-00135 for the left side.